Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled, and five (5) colony forming units (cfus) of gram-positive bacteria, micrococcaceae, and coagulase negative staphylococci were identified. The results obtained comply with the alert level defined in instruction of (B)(6) 2016. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, all channels were sampled and the evis exera iii colonovideoscope tested positive for ninety-two (92) colony forming units (cfus) of pseudomonas aeruginosa and klebsiella oxytoca. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3, the event date was 2/21/2021. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A few defects were noted during the evaluation including the bending section rubber was worn out, the universal cord (uc) holder was deformed, biopsy port damaged, air/water cylinder damaged, suction cylinder damaged, wrinkles in the uc, and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the device and the positive culture cannot be confirmed. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.